Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-00942. It was reported the patient experienced a stroke 4 days post-implant. Patient was unaffected by the stroke and is doing well.